Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4) , serial:(B)(6) , batch: a000041199.

Event description:
It was reported that patient was experiencing ineffective therapy and pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 during which the system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.